Manufacturer narrative:
Cycler was not replaced therefore no investigation on the physical device could be performed. During follow-up, customer confirmed that the cause of the reported hernia could not be determined. The device history record (DHR) was reviewed on 10/26/2015. According to the last DHR entry dated (B)(6) 2014, there were no noted issues relating to the current reported hernia. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process, in addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse reported a patient was hospitalized in (B)(6) 2015 fro repair of an incarcerated hernia. The patient indicated there was no strenuous activity leading to the hernia development. An umbilical mesh was placed in the patient. The patient was confirmed to be on peritoneal dialysis when the patient developed the hernia. Patient hospital discharge documentation was requested but could not be provided by the patient's clinic. The patient's peritoneal dialysis nurse confirmed that the patient has since resumed peritoneal dialysis treatments.